Manufacturer narrative:
Brand name: turbo-ject® single lumen power-injectable PICC. Patient code: no code available - secondary procedure required. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the replacement turbo-ject® single lumen power-injectable PICC device was exchanged over wire on (B)(6) 2018. The patient presented with a fever and rigors, therefore, the medical team presumed clasbi and removed the device less than 24-hours after placement. As reported, blood cultures were performed prior to replacement showing no growth. The patient required suspension of treatment while the device was removed and replaced. This report is related to MDR's: 1820334-2018-03457 and 1820334-2018-03537 as they involve the same patient.

Manufacturer narrative:
Device evaluation: the complaint device was not returned. So, a physical inspection of the complaint device was not performed. However, a document based investigation evaluation was performed. Investigation: a document-based investigation reviewed the following: documentation, instructions for use, and quality control specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. No lot number was provided; therefore, a review of non-conformances and complaint lot search cannot be completed at this time. Conclusion: based on the information provided and the results of our investigation, the root cause was not determined. Risk assessment determined that risk controls are in place to mitigate this failure mode and no additional risk mitigating activity is required. We will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.